Event description:
Customer reported to sales rep that during an anastomosis, as the needle passed through the harvested vein, there seemed to be barbs on the needle that damaged the vessel. There are no reported adverse pt consequences related to this event.